Event description:
During a routine shift check by a clinician, the device's pacer output control switch was damaged and output could not be adjusted. There was no pt involvement in the reported malfunction.